Event description:
Boston scientific crm received information that this device triggered the elective replacement indicator (eri) due to extended charge time measurements. Device replacement was planned. No adverse patient effects have been observed. This patient commented that he was not satisfied with 1 week delay in communication of the device status, which reportedly occurred between the observation of the eri indicator and the time of the next patient follow-up appointment.

Manufacturer narrative:
At this time, no additional information is available and information indicates that this device remains in service. If additional information becomes available, this report will be updated.